Event description:
Per a medwatch from the hospital, the pt was undergoing correction of gynecomastia with bilateral mastectomy and ultrasonic liposuction when a small burn was noted. The area was excised and sutured.